Manufacturer narrative:
The pump passed the currents, rewind, basic occlusion, prime, displacement and self tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or no delivery alarm tests due to the motor error alarms. Unable to confirm the motor position encoder error alarm due to an erased history file. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor position encoder error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the drive support cap was normal. The customer stated that the pump was not disposed to magnetic environment. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.